Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, but it was noted that the display lens was broken. It was also noted that the upper case was broken, the lower case was contaminated and broken, the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, the ring was contaminated, the battery drawer was contaminated, the battery drawer o-ring was contaminated, and the display was missing pixel segments. (B)(4).

Event description:
It was reported the case is cracked. It was also reported the lens, not the lcd (liquid crystal display) is broken. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement indicated.